Manufacturer narrative:
(B)(4). Concomitant medical products: prasugrel, clopidrogel, aspirin. Stent: 3.0x23mm xience prime. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2013 a 3.0x23mm xience prime stent and a 2.75x12mm xience prime stent were implanted in the left anterior descending coronary artery. On (B)(6) 2015, unstable angina developed. On (B)(6) 2015, restenosis was noted in the 2.75x12mm xience prime stent and treated with balloon angioplasty. No additional information was provided.